Event description:
Chemotherapy at time of implant.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed signs of physical defects, mount is still attatched to implant.